Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing.

Manufacturer narrative:
During investigation for an unrelated event, a reportable malfunction was found. The monitor was unable to power on. The cause for failure was isolated to a defective u104 pxa component. The root cause for the defective u104 pxa processor could not be positively identified. No adverse event resulted from the damaged monitor.